Event description:
An asymptomatic patient presented for follow-up, externalized conductors were observed via x-rays. No electrical anomalies were noted. Physician elected to cap and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.